Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. This complaint cannot be confirmed. One possible root cause is the surgeon hit bone or another instrument while firing the needle, resulting in the tip breaking off. Other than this possibility we cannot determine a definitive root cause with the information provided. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via cst tool that during rotator cuff repair procedure the tip of the customer's expressew iii needle broke while being used to pass the suture through graft. The sales rep stated that the broke piece was removed from the patient's joint space with no issues. The procedure was completed with another like device with no patient harm or surgical delay to the case. The sales rep stated that an expressew iii gun was used with the needle (unknown which product code). It is unknown how many times the gun was fired before the needle broke and fiber wire was used for suture with the needle. The sales rep was not present therefore could not provide any further information. The sales rep stated that the customer discarded the device.